Manufacturer narrative:
Findings: pump received with a constant flashing white light on the display and beeping due to vertical cracked lcd controller. No rattling noise when shaking the pump noted. No loose or broken components during visual inspection inside the pump noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating insulin pump was alarming with a blank screen after dropping the device on the bathroom floor. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.